Event description:
Biv pacemaker rv lead extraction and replacement due to high rv thresholds. Ra lead extracted as well, because it was damaged during rv lead extraction. Generator replaced at time of lead revision as well. Patient is a (B)(6) year old man with a history of chb for which dual chamber pacemaker was inserted originally about 10 years ago at outside hospital. Pt developed exercise intolerance and severe lv dysfunction, thought to be related to rv pacing and was upgraded to bi-ventricular device about three and a half years ago. He recently underwent egr and was found to have high rv thresholds, but due to vein occlusion, rv lead was not changed. He was referred to the ep clinic for evaluation, and rv lead extraction.